Event description:
Device 1 of 2. Reference MFR report#1627487-2019-03512.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report#1627487-2019-03512. It was reported that the implanted leads migrated. As a result, surgical intervention may be pending to address the issue. Device, patient and physician information is unavailable at this time.

Manufacturer narrative:
The patient gender was inadvertently missing in the initial report. The patient gender is added to the additional report-2.

Event description:
Device 1 of 2. Reference MFR report#1627487-2019-03512.